Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row 3 bins were not registered as closed. A field service engineer (fse) dismantled the refrigerator and replaced the interface and relay access controller (irac) board to resolve the issue. After completing the replacement, the fse confirmed that the refrigerator returned to the proper temperature range and verified that all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the pocket failed to lock. The customer attempted to shut down the pyxis and turn it back on but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.